Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens. The patient ended up with a substantial residual sphere and cylinder. The patient also had a pressure spike and was taking pressure medication. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.